Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, when the button "1" was pressed it would not progress to button "2". Troubleshooting with tandem technical support was performed. Customer's blood glucose level was 165 mg/dl. Customer stated that they have back up shots of insulin for insulin therapy.